Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, impedance trend on the rv (right ventricular) pacing lead was rising, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: other product: 5076 non defib lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were noise episodes and a high count of short v-v intervals on the right ventricular (rv) lead. During the lead replacement, an insulation nick/tear was noted on the lead body just distal of the lead pin. The rv lead was cappeded and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there were noise episodes and a high count of short v-v intervals on the right ventricular (rv) lead. During the lead replacement, an insulation nick/tear was noted on the lead body just distal of the lead pin. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.